Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The curved-tip sureform 45 stapler instrument was analyzed and found to have no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using a green 45 reload and a black 45 reload. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review the logs were unable to verify any failures. There was no problem detected with this instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler instrument was activated to clamp and the stapler closed but did not release. It no longer responded to any command. After several minutes, the stapler let go by itself. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the surgeon tried to open the sureform 45 stapler, but it did not respond. Because the stapler was closed and holding an artery the surgeon did not try to move the instrument, only tried to open it. The instrument opened itself after approximately 5 minutes. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Per log review, staple with pn 480545-04, ln k11240201-0569, was installed on the system 8x and fired 8 reloads (1 white, 2 gray, 5 black, in that order). On install 1, the system failed to detect the reload color, and the user manually selected the white reload. On installs 1-5, and 7-8, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 6, the first clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed, and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the advanced stapler log review for the curved-tip sureform 45 stapler instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: logs showed the instrument was installed on the system 8 times and fired 8 reloads (1 white, 2 gray, 5 black, in that order). On install 1, the system failed to detect the reload color, and the user manually selected the white reload, via surgeon side console (ssc) touchpad. On installs 1-5, and 7-8, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 6, the first clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed, and not used in the procedure again. There were no stapler related errors in the msc logs.